Event description:
It was reported that the customer was hospitalized for hyperglycemia, dehydration, and nausea, with a blood glucose level of 28.5 mmol/l. The customer stated that prior to the event, she had noticed a kink in her infusion set and had given herself manual injections to bring down her blood glucose levels. The customer also stated that she was using a quick-set infusion set. Programming was checked and a day of info was missing and unaccounted for. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.